Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Facility sent voluntary medwatch report # 1801230000-2011-8001. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Health professional reported a band slippage. The device has been removed and replaced.